Manufacturer narrative:
H.3.,6.: the complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. This report was mailed to the FDA on: 11/3/2006. Follow-up info was obtained directly from the surgeon by the sales rep on 10/13/2006.

Event description:
A surgeon reports an intraocular lens (iol) was explanted due to reduced visual acuity. Upon examination prior to lens explantation, the surgeon felt the lens appeared opacified. Follow-up with the surgeon following removal of the lens revealed the surgeon felt there may have been a deposit of substance between the iol and the posterior chamber (possibly residual cortex). The surgeon also mentioned a whitish stain and tiny particles seen on the lens. The surgeon reported the pt's status as "recovered." The pt is a 64 year old male with a history of diabetic retinopathy. Relevant history includes a vitrectomy performed five years ago and photocoagulation surgery (no date provided). The date of initial intraocular lens implant surgery and further pt and device data has been requested. It is not known whether a replacement lens was implanted.